Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted. D4: the device model number was incomplete. There are four models of this device that are used with electrosurgical device: ad750-ke25, ad750-ke30, ad750-ke35, ad750-ke40.

Event description:
It is alleged by legal consul that the patient underwent surgical procedure on (B)(6) 2023. During the procedure, the patient suffered punctures in the anterior and posterior section of her bladder. A laminectomy was performed. The surgical technique is questioned. Ureter transcections resulted in subsequent surgeries to repair. Patient suffered from stage IV endometriosis. Improper surgical technique is alleged, specifically with the use of surgical instruments: uterine manipulator, laparoscopic instrument and cauterizing scalpel. On (B)(6) 2023, the patient was admitted to the emergency room complaining of dizziness with a history of vaginal bleeding. Hospital admission followed with a blood transfusion and additional evaluation. Patient alleges that there is a design defect with the uterine manipulator but does not provide details as to how they perceive it to be defective. No additional information is available. Ad750 (B)(4).